Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility did not indicate the device is available for return. As the device was not returned for evaluation, inspection was unable to be performed. No device information was reported to stryker personnel. Therefore, the device history record (DHR) was unable to be verified. The reported event could be attributed to: too much force or torque applied to instrument, or grasping/pulling; applying pressure between instrument blade and tissue pad without having tissue between them; keeping clamp arm open when back cutting or while blade is active without tissue between blade and tissue pad; incidental and prolonged activation against solid surfaces, such as bone, metal or plastic. The instructions for use (IFU) state: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. For optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. Note: do not touch the instrument to metal while activated. Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. Do not introduce or withdraw the instrument with the jaws open through a trocar sleeve as this may damage the instrument. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad and increased blade, clamp arm and distal shaft temperatures. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the harmonic scalpel inner jaw (teflon pad) detached and fell into the patient. The piece was retrieved with forceps laparoscopically. There was no patient injury or medical intervention and extended procedure time reported was minimal at 5-10 minutes. These are commonly used devices that are readily available.